Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer informed via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was unable to get into auto mode. Customer reported insulin flow blocked alarm which was resolved by complete set change. Customer declined troubleshooting. The insulin pump will not be returned for analysis.